Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The indication for the placement was trauma and required pulmonary embolus prophylaxis. The patient was involved in a single vehicle car crash that had hit a telephone pole at moderate speed and knocking it over. The patient was found wedged under that dashboard and had starred the windshield. Of note the patient was an unrestrained occupant in the rear seat at the time of the accident. At the index, the device was successfully deployed infra-renally in the inferior vena cava without issue. Post procedure venogram indicated that the vena cava is normal in size without duplication or filling defect and the optease filter was in good infra-renal position. The specific measurement of the inferior vena cava was not reported. According to the information received the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt, migration, failed removal attempt, filter embedded in wall of the inferior vena cava (ivc) and unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile form (ppf) indicates that the patient underwent an attempt to remove the filter percutaneously four days post implantation and the attempt was unsuccessful. The ppf also states that the filter migrated inferiorly into the left common iliac vein and the inferior hook of the filter is either embedded or has penetrated the medial wall of the left common iliac vein. The patient also reports to suffer from depression and is on a coumadin regimen. Per the medical records, the patient suffered from depression prior to the filter implantation and was on fluoxetine. It is unknown if the patient is still on this medication. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without the procedural films to review, post implant images or the extent of the trauma that the patient sustained the reported, tilt, perforation (embedded), migration, and retrieval difficulty could not be confirmed. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Depression does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (r0908292) presented no issues during the manufacturing process that can be related to the reported event. This report is a follow up report to MFR number 9616099-2016-00482 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt, migration, failed removal attempt, filter embedded in wall of the inferior vena cava (ivc) and unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile form (ppf) indicates that the patient underwent an attempt to remove the filter percutaneously four days post implantation and the attempt was unsuccessful. The ppf also states that the filter migrated inferiorly into the left common iliac vein and the inferior hook of the filter is either embedded or has penetrated the medial wall of the left common iliac vein. The patient also reports to suffer from depression and is on a coumadin regimen. Per the medical records, the patient suffered from depression prior to the filter implantation and was on fluoxetine. It is unknown if the patient is still on this medication. According to the medical records, the filter was implanted for pulmonary embolism (pe) prophylaxis as the patient had suffered trauma from a motor vehicle accident. The filter was successfully deployed during the index procedure and there were no immediate complications.